Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic nurse at a user facility reported that 2008k machine has treatment clock and kt/v issues during treatment. The machine showed a blood volume processed valve of only 3.9 and incorrectly charting. The treatment clock on the display was showing the treatment as almost completed but two hours were left. The machine was displaying and incorrect run time of 7 hours. The ultrafiltration (uf) goal on this machine was set to 3,300 ml and the machine displayed that it pulled that much fluid off the patient. However, when the patient was weighed (post-treatment), they were still heavy, and they only had a total of 1,000 ml pulled off over the course of the treatment. The patient did not eat or drink anything and there were no alarms or flow interruptions during treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment. The nurse stated that the machine has not been returned to service as the programming is currently being repaired by the technician. Additional patient and treatment details were not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.